Event description:
Chest x-ray done to check ett placement. Radiologist phoned neonatologist to review x-ray due to suspected PICC line separation. The separated piece had moved away from the remainder of the PICC line.